Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42512000510, persona articular fixed bearing left, lot # 63974784 catalog #: unknown, unknown persona femoral, lot # unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00166. Device was discarded.

Event description:
It was reported that the patient underwent revision of the tibial component approximately two weeks post left total knee arthroplasty as the surgeon believed the tibial component had been internally rotated during implantation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records confirmed malpositioning. The images show internal rotation of the tibial stem. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to surgeon preference and being unhappy with his initial tibia placement. Per persona the personalized knee system package insert, misalignment of the prosthetic knee components is a known potential adverse effect of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.